Event description:
The customer reported that the system displayed communication and memory deallocation error messages. These error messages likely resulted in a system shut down or lock-up or prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc and hard drive were replaced and the system software was reloaded. The system was then found to be operating as intended.